Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4).

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's ins was in an overdischarged state. It was reported that the patient had not charged in a couple of years, and the last successful charge was (B)(6) 2016. It was also reported that the desktop charger connector pin was bent. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep stated the patient was able to successfully charge the ins and the power on reset was successfully cleared. The rep stated the issue was resolved. There were no additional symptoms reported, and no complications reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.